Event description:
Customer reported, patient had undergone open-heart surgery prior to the reported event and was still nasotracheally intubated and mechanically ventilated at the time of the reported complaint. The patient was reportedly being treated in a giraffe warmer, and temperature was being controlled in baby mode. The user facility reported that the baby had been stable from a thermal perspective on the bed since birth. The bed's temperature thermistor was reportedly on the baby's abdomen and covered with a ge healthcare temperature probe cover. Set temperature and skin temperature were reportedly 37 degrees at the time of the reported complaint. No abnormal temperatures were reportedly observed, patient skin temperature corresponded with the giraffe set temperature, and no abnormal body temperature was observed. At one point, the patient was turned on their side and partially covered with a blanket. It appears that the blanket covered the temperature probe. After approx. 1 hour, the supervising nurse reportedly observed a red spot on the upper arm of the patient and was treated using topical ointment. No long term injury was reportedly incurred by the baby, and the baby was subsequently discharged to home.

Manufacturer narrative:
There seems to be a proximate relationship to use of the towel/blanket for developmental care purposes. Furthermore, the giraffe warmer operation and maintenance manual states that the temperature probe should always remain in the path of the radiant warmer. If heat is blocked, then the bed will falsely sense coolness and heater power will increase due to environmental/iatrogenic reasons.